Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the intra-operative complication experienced by the patient. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are being returned to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. The da vinci xi system user manual provides the following warnings: ¿warning: for patient safety, the surgeon must not match grips for instruments whose tips are not visible in the 3d viewer. Do not move instruments if the tips are not visible in the 3d viewer. Failure to observe this warning can cause serious harm to the patient." ¿caution: instrument tips should be kept in the view of the surgeon at all times.¿ the da vinci xi instruments and accessories user manual also provides the following general precautions for intraoperative use of instruments warning statement: "warning: do not manipulate instruments that are outside of the field of view. This may damage the instruments or injure tissue inside or outside the field of view." Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, the patient sustained a vessel injury that required repair. However, the intra-operative complication can be attributed to user-error since the vessel injury occurred when a mcs instrument touched the aorta but was out of view in the surgical field. The da vinci xi system user manual states that the instrument tips should be kept in the view of the surgeon at all times.

Event description:
It was initially reported that during a da vinci-assisted low anterior resection (lar) procedure, the aorta was damaged when an unspecified ¿forceps¿ instrument made contact with the vessel. Immediately after the vessel injury occurred, the surgeon controlled the bleeding by pressing on the aorta with a fenestrated bipolar forceps instrument. The robot was then undocked and a laparotomy was performed by a cardiac surgeon. There is no allegation that malfunction of a da vinci system, instrument, or accessory occurred. On 08/06/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was recorded on video. However, at this time, it is unknown if the surgeon is willing to provide the video to isi for review. The ¿forceps¿ instrument involved with the vessel injury was actually a monopolar curved scissors (mcs) instrument. There was no allegation that the mcs instrument malfunctioned. The patient¿s aorta was torn when the mcs instrument touched the vessel. However, it was noted that when the vessel was damaged, the mcs instrument was out of view from the scope. The bleeding was controlled with the use of the fenestrated bipolar forceps instrument. The estimated blood loss from the vessel injury is unknown. No blood transfusions were administered. However, the aorta required repair and vessel reconstruction was performed via open surgery. After the vessel was repaired, the patient was redocked to the patient side cart (psc) of the da vinci surgical system. No post-operative complications were reported. The patient¿s current status is ¿recovered.¿